Event description:
It was reported that the user received an ¿incomplete fill tubing¿ alert on the ilet after a recent supply change and had likely selected the fill-tubing function while connected, resulting in a prompt to confirm visible drops; the user disconnected, confirmed drops, completed the sequence, and then reconnected, after which insulin delivery resumed. Symptoms included a reported low blood glucose of 75 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Investigation included troubleshooting and user education on correct fill-tubing procedure and the need to disconnect during priming. Investigation of this case revealed user-initiated activation of the fill-tubing function while connected through the infusion set and tubing, leading to the incomplete fill-tubing alert, with the device and infusion set functioning as designed after guided steps. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.